Event description:
Arterial line site was noted to be oozing/leaking at the site. The arrow radial artery catheter was removed from the pt. After inspection of the catheter it was noted to have a hole or a tear at the location of the catheter and the hub. The catheter was placed in a bag and turned in to a supervisor. Packaging of device with lot numbers, etc. Was previously discarded.